Manufacturer narrative:
A follow up report will be filed if more information becomes available.

Event description:
It was reported that the catheter was placed via right groin without event. The stylet could only be removed with additional effort; guidewire separated during removal and catheter was completely removed. As a result, a new catheter was placed without event. In 2007 update: it was necessary for the physician to perform a cut-down procedure to remove the catheter and guidewire as the guidewire was unravelled.